Event description:
This supplemental report is being submitted to report the device evaluation results.

Manufacturer narrative:
The most likely cause for the reported event is user mishandling. The device history record (DHR) review was completed and determined the subject scope was shipped in accordance with specifications. The instruction manual warns users ¿never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination.¿

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the bending section skeleton was broken and exposing a pin. The device failed the leakage testing due to a hole on the bending section cover, and burnt distal end (c-body). The bending section cover glue was cracked. In addition, there were excessive broken fibers noted during the evaluation. The device was serviced and returned to the user facility. If new and significant information becomes available at a later time, this information will be updated.

Event description:
Olympus was informed that the device failed the air/water leakage test. No additional information was provided.